Manufacturer narrative:
Result: erroneous results generated.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously low alanine aminotransferase (alt) and aspartate aminotransferase (ast) results for an unknown number of patient samples assayed on the synchron lx20 clinical chemistry system. The low alt and ast results generated instrument flag errors. The customer repeated the assays on another analyzer which yielded valid results. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer also reported an erroneous result for valproic acid but later determined that the result was valid. The result was reported out of the laboratory. The customer ran quality controls for all assays on the analyzer and discovered that the results were not meeting the established quality control ranges for multiple assays. A field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak at the reagent probes and traced the problem to a loose reagent syringe. The fse replaced the syringe and conducted precision tests to verify performance. All results were within analyzer specifications.